Event description:
Oily/fat residue came out of the handle prior to use after cleaning and sterilization.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.